Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) confirmed with the customer that no remote manager failures occurred. The rm was working normally. The system functioned as intended after field service engineer investigated the incident.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es refrigerator door failed and would not open at all. The customer rebooted the pyxis unit approximately three times, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.